Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 16. The customer received an unknown error message and was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced shaking, sweating, weakness, it is unknown if the customer experienced loss of consciousness and seizure. Subsequently, the customer was able to self-treat by consuming food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.